Event description:
A report was received that during a suction procedure, the pressure transducer of the servo 900c was broken. The user suctioned by negative pressure about -250mmhg. The time of pushing the button of the control valve is 10 seconds *2. The respiratory mode was simv +ps. The last date of changing a new pressure transducer is august 2002. The operation time is 11,270 hours. No pt injury or adverse events were reported.